Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 23-aug-2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer reported issue. The reported condition of unable to recover drawer was confirmed by bd fse and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), bd fse replaced the pyxibus module controller board and tested the device via hardware test application (hta). The device operated as intended and exhibited no further issues. During dchu visual inspection: p/n 151903-01: an external visual inspection of the returned pcba was conducted. Inspection of the pcba observed a cavity on integrated circuit u300 which identified a thermal event was present. During dchu testing: p/n 151903-01: bench testing identified a 3v3 sw (tp301) line was shorting to ground (tp306) indicating a shorted u300. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). The root cause was identified as thermal damage to component u300 on the full height cubie pmc (pn: 151903-01) circuit board resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to recover the main drawer 4. The customer had rebooted the station but still issue persist. As per part investigation, it was determined that thermal damage to component u300 on the full height cubie pmc circuit board due to an electrical failure, compromising cubie pocket control and communication. However, there were no delays or adverse events or injuries reported based on this event.